Event description:
Physician reported that pt post liposuction had multiple areas of hardened fat that had not been suctioned out. Physician noted that the suction tubing kept collapsing on itself. This was the cause of the fat not being suctioned out completely. Have used this same tubing in the past without problems. Thought that this tubing is defective. Pt will need to have surgery redone.